Event description:
It was reported that the customer was dispatched at 02:42, to a cardiac event involving a female patient. The crew arrived to the scene at 02:54, and found the patient sitting upright in a chair. It was indicated that the patient was down for an unknown period of time. On the way to the hospital, the patient went into v-fib. The crew then attached the device to the patient and attempted to defibrillate at 03:18. The device continued to prompt "connect electrodes". The crew then removed the pads and applied new ones, with the same result. The electrodes were conmed, a 3rd party brand. The crew arrived to the hospital at 03:24. It was indicated that the back-up device was not available. CPR was in progress; however, the patient was not resuscitated. A clinical review of the reported event determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the physio-control field service representative, as this unit was his loaner device. The root cause of the reported problem was not determined.